Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps (fbf) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fbf instrument (part# 471205-17 / lot# k10220418 0070) associated with this event has been performed. Per review, the fbf instrument was last used on (B)(6) 2022 during an esophagectomy transthoracic - chest anastomosis procedure via system sk0248. There were 10 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had a conductor wire insulation damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had a hole in the insulated wire. The fbf instrument was inspected prior to use and the damage was detected before sterilization. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was not broken, the black insulation was damaged(hole) and the procedure was completed with a spare instrument. The customer declined to release patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps for evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were not found to be exposed outside of the insulation. The root cause of this failure is attributed to component failure. Upon visual inspection, there were no signs of thermal damage on the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.